Manufacturer narrative:
A review of the available information of (B)(6) was performed. The purpose of the study is to assess the rate of occurrence of permanent pacemaker implantation within 14 days of surgery with on-x prosthetic heart valve with anatomic sewing ring when used to replace diseased aortic valves in human subjects through the use of a retrospective registry. The protocol for this study is as follows: this study is multicenter and retrospective. All centers will follow a common protocol in which eligible patients will be entered into the registry after the 14th postoperative day. No procedures will be done and only retrospective data covering the preoperative, operative and the first 2 weeks postop will be collected. The valve safety primary endpoint is "occurrence of permanent pacemaker implantation within 14 days of surgery as a valve-related adverse event per the definitions of the american association for thoracic surgery/society of thoracic surgeons (aats/sts) guidelines." The valve safety secondary endpoint is "occurrence of other valve-related adverse events within 14 days of surgery per the definitions of the aats/sts guidelines." Per the information available to us, this study began in 2013. The study was closed out 04/30/2018 and we are now becoming aware of the primary and secondary endpoints reported by all of the centers. For each event, the date of implant, date of event, and valve-identifying information is unknown. As reported in the post-market study, the patient, a (B)(6) male, degenerative/calcific disease etiology, nyha iii, insufficiency lesions with prior history of atrial fibrillation (af) and prior history of cardiac surgery, implanted with onxan or onxane model on-x valve in the aortic position by protocol, experienced thromboembolism (te) postop of unknown etiology and was reported to have ¿recovered¿. During the postop period, intervention for arrhythmia (af) was required and a permanent pacemaker (ppm) was implanted. At some unknown time and for unknown reasons, the patient died with cause listed as ¿other¿. No other information is available following these observations as the protocol limits adverse event reporting to 14 days postop. The source and composition of embolic material are unidentified so we cannot tell what, if any, relationship the te has to do with the valve. That it occurred so soon after surgery would classify this an early event (<30 days postop) and likely an outcome associated with the technique and/or trauma of surgery rather than of anticoagulation. The patient was reported to have recovered. Historically, te is reported to occur in rigid (i.e. Mechanical) valves at a rate of 3% per patient-year while thrombosis is reported at 0.8% per patient-year [iso 5840: 2005]. Placement of a ppm within 14 days of aortic valve replacement surgery is, by definition, a major adverse valve-related event [akins, 2008]. There are no specific details regarding the patient death which cause was listed as ¿other¿ so no determination can be made regarding etiology. Te, cardiac arrhythmia, reoperation, and death are recognized potential adverse events for the on-x heart valve [instructions for use ¿ IFU] as they are with any mechanical heart valve prosthesis. References: iso 5840:2005¿ cardiovascular implants ¿ cardiac valve prostheses, annex r.2. On-x instructions for use including aortic valve inr 1.5-2.0 update. Http://www.onxlti.com/IFU. Akins cw, et al. Guidelines for reporting mortality and morbidity after cardiac valve interventions, j thorac cardiovasc surg 2008; 135: 732-738. Root cause for the events are unknown. There is no information available to indicate that the reported events were related to the on-x valve. No further action required at this time. The cause of reported events are unknown. No indication the events were related to the on-x valve. The IFU provides instruction about the potential adverse events associated with the use of prosthetic heart valves which may lead to explantation, reoperation, disability, or death. The on-x heart valve risk management file thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. Post production residual risk is communicated in the product¿s labeling and IFU. No action necessary. This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
As reported in (B)(6), this patient experienced an event - other. The patient died at some unknown time and for unknown reasons. Patient disease etiology is degenerative, calcific. Patient received permanent pacemaker implant within 14 days post operatively per study protocol. Per aats/sts guidelines, this is a reportable valve-related event. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and 04/30/2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
As reported in the on-x prosthetic heart valve anatomic suture ring post-market study, this patient experienced an event - other. Patient disease etiology is degenerative, calcific. Patient received permanent pacemaker implant within 14 days post operatively per study protocol. Per aats/sts guidelines, this is a reportable valve-related event. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6) 2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.